Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely caused by a component failure of the trocar tube. The cause of the damage is likely deterioration over time. A definitive root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. 4.2.1 general inspection ¿ check that the product has: - no dents, cracks, kinks, or deformations - no deep scratches preparation - no corrosion - no missing or loose parts ¿ check all markings on the product for clear visibility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end was bent. The issue occurred during reprocessing. There were no reports of patient harm.